Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.